Manufacturer narrative:
The benchmark ultra stainer module serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated there was an issue with a label on a ventana anti-p63 (4a4) mouse monoclonal primary antibody reagent bottle for use on a benchmark ultra stainer module. After opening the reagent package, the barcode label showed p63, but the reagent label was for "ER". After the reagent bottle was registered on the stainer module, the information was consistent with the barcode (p63). The customer was unsure of the reagent composition, so they did not use the reagent bottle.

Manufacturer narrative:
A review of complaint data showed no trend in local complaints. A review of batch records showed no evidence of a quality issue. This is the only filed complaint since the lot was first sold. The incident was isolated to one customer. The kit has not been used for testing, so there is no expected impact on patient safety. The investigation determined the issue to be related to inadequate manufacturing control. No global trend was found.